Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-00221 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation of omsc on february 17, 2016, the ptfe pad wasn't peeled. Therefore we are retracting MDR since there was no malfunction which caused or might cause the fragment to fall inside the patient.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used during a total nephrectomy. The error occurred while mobilizing the superior pole of the kidney and grasping little tissue. After that the ptfe pad was peeled. The procedure was completed with another device.